Manufacturer narrative:
Patient identifier, age or date of birth, sex, weight: there was no reported patient involved. Approximate age of device: unknown since no patient involved. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Although there were no patient involved, the loss of circulatory support and cmag motor functionality requires immediate intervention and potentially may result in serious injury or death if used with a patient. It was reported by the vad coordinator that there was a cut on cmag motor's cable during their functional check. The motor will be scrapped out of the rental pool and will not be available for any patient use. The cmag motor was returned for further evaluation. No reported alarms. No further information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion the report of a cut in the motor cable was confirmed during the investigation of the returned centrimag motor (serial number (B)(4)). The returned motor was evaluated and tested. During the functional checkout it was noted that there was a cut in the motor's cable. The motor was scrapped out of the rental pool and will not be available for patient use. The root cause of the damage could not be conclusively determined during the investigation. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.